Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 28 mg/dl while wearing the pod between 4 and 24 hours. The patients husband provided the patient with a sandwich, juice and a sugar packet. Upon arrival of the paramedics the patient was treated with glucose gel. The paramedics left the patient a packet of glucose gel. The patients reported blood glucose after treatment was 60 mg/dl. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.